Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(4) 2018 , 08:15:41; erp_rfc_user related svn (B)(4); complaints text (B)(6) 2018, 08:13:52; muthc2. Initial notes: customer stated my pump is broken the plastic ring around the reservoir broke off and the black rubber ring fell off I started having high bg and nothing I did would bring it down inquired what led up to the complaint. Customer response: physical damage to pumps reservoir lip ring bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Type of damage: plastic ring around the ring broke off . Location of the damage: reservoir chamber . How damage occurred: no. Customer reports damage to the pump. Details of the damage: not sure how it happen . Inquired if due to reported issue/damage to reservoir compartment/lip/ring the reservoir is unable to lock in place when inserted into pump. Found: no. Adv to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Adv the pump will need to be replaced. Explained the rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: sending customer replacement pump went over policy information additional notes: sending customer cross series (B)(4) pump ship: 1-pump/return: 1-pump.

Manufacturer narrative:
The device was received and unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to complete broken reservoir tube lip noted and also received with missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.